Manufacturer narrative:
H6 investigation findings and investigation conclusions codes: corrected.

Event description:
It was reported that the trach's balloon did not inflate properly. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. One used device was returned for investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The devices were visually inspected, and no physical damage or other anomalies were observed. During functional testing, the customer reported issue was confirmed that the trach's balloon did not inflate properly.